Manufacturer narrative:
Medtronic field service technician completed annual preventive maintenance on the instrument at the user facility. During this preventive maintenance led indicators were found to be damaged and faulty and the batteries required replacement. The instrument was tested to specification and all tests passed. Medtronic service advised that repair parts are no longer available and that the instrument be replaced. The instrument was returned to the medtronic service depot. Analysis at medtronic service depot and investigation are planned, but have not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use the bio-console 550 instrument shut down after 15 minutes on bypass, 40 seconds after cross clamp giving first dose of cardioplegia. Hand-cranking procedures were commenced within 2 minutes of shut down. The instrument was changed out with a backup and mechanical flow commenced at 3.5 minutes from pump shutdown. There was no adverse impact to the patient during the event, or during pump swap out, or post-operatively.

Manufacturer narrative:
Medtronic service depot technician confirmed the reported pump shut down during service. The external drive motor circuit board was found to be worn out and faulty. The instrument model is obsolete and no longer supported. The repair parts are no longer available and the instrument was replaced. The limited service period for the 550 series bio-consoles went into effect in november 2010; repair parts are no longer available and the instrument was replaced. Complaints received for 550 bio-console instruments received from january 2015 - january 2018 (3 years) were reviewed; there are no trends identified for similar occurrences warranting escalation. There are no current trends and no further actions are required. If information is provided in the future, a supplemental report will be issued.